Event description:
Pt was being scanned with the endo rectal coil. Pt was asked multiple times during the scan it they were hot and responded that the temperature was tollerable. Pt returned to the site the following day to report that they had a small water type blister on the area which had been scanned. The doctor performed a visual examination or the area to confirm a small blister. The technologist informed them that they had been using a moderate sar level on the first scan but decided to lower it the a low sar level for the remaining scans.